Manufacturer narrative:
The failure investigation determined that the suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2017-00771 for MDR reporting.

Manufacturer narrative:
Concomitant medical products: 100ml fresenus kabi ndc 0338-0519-58, lot 10ki9276, exp 08/2018, intralipd 20%; umbilical venous double lumen catheter; therapy date (B)(6) 2017. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a critically ill patient was receiving an intralipid infusion at a rate of 0.4 ml/hr, and tpn at 2.7 ml/hr via different lumens of a double lumen umbilical vein catheter. The 100 ml lipid infusion was started on (B)(6) 2017 (at approximately 5 pm), and expected to infuse over approximately 22 hours. The bag was discovered to be empty the following morning at 8 am at the start of a code resuscitation. The patient was successfully resuscitated, and no sustained patient effects of the event were reported.